Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 19349439. Model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: 18717377. Model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also mentioned that the ipg was no longer functioning and patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Model: sc-1132 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed. Model: sc-2218-50 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed. Model: sc-2317-70 (sn: (B)(4)). Device evaluation indicated that the complaint was not confirmed. However, x-ray inspection found a fractured cable 2 in the distal array. Damage typically occurs when the distal array is bent, resulting in fractured cables within the array.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also mentioned that the ipg was no longer functioning and patient was experiencing inadequate stimulation. The patient underwent an explant procedure.